Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub connection was loose and separated leaving needle exposed with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 20 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: a needle-hub (safety shield) connecting part got loose and the needle was exposed. This incident occurred several times.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the hub connection was loose and separated leaving needle exposed with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 20 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: a needle-hub (safety shield) connecting part got loose and the needle was exposed. This incident occurred several times.